Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump, and they agreed to load the cartridge and rejoin the sensor session on their own, with an understanding to call back if issues persisted.